Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26344. It was reported the patient experienced swelling on his back around the lead incision site when he turns on his scs system. The patient also reports that his stimulation changes when the swelling is present. Blood tests confirmed there was not an infection. A sjm representative met with the patient and the past two weeks there has not been any swelling or redness at the lead incision site. The physician prescribed anti-inflammatory cream to be applied to the incision site when stimulation is in use. Follow up identified the midback incision site continues to be swollen, in addition the ipg site is sore when stimulation is on. The next course of action has not been disclosed to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.